Event description:
It was reported that during a da vinci- assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The pitch distal clevis is still in place. Additional observations related to customer reported complaint included the instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. Loose cables are attributed to a loss of cable tension. The instrument was also found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged.